Event description:
Probes tested ok but during the first freeze, it froze along the entire shaft. They didn't necessarily bend it, but did have difficulty with angle and placement.

Manufacturer narrative:
Device not returned for testing. No patient injury was reported.